Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the caller to try various troubleshooting steps, but the issues persisted. Consequently, a replacement pump with updated software was sent to the customer. The customer was given instructions on putting the old pump into storage mode and was asked to return it using a pre-paid label. The customer acknowledged understanding the steps required upon receiving the replacement.